Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of posterior communicating artery aneurysm, this coil unintentionally detached during advanced within the middle section of the catheter. The coil was removed from the patient. Other coils were used with same catheter and procedure completed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The coil was returned for evaluation, the pushwire was received with the implant coil already detached. The implant coil was found to be within a syringe. The pushwire was found to be bent at multiple locations. The detach element was still attached to the pushwire. The implant coil was found to be broken from the coil shell at the coil shell weld. The shield coil was removed to view the release wire extension. The liveliness test was performed successfully in that the release wire pushed back. Due to the multiple bends in the pushwire, the pushwire was intentionally broken distal to the bends, and the release wire was pulled out of the pushwire from the broken location for evaluation of the coin. The detach element successfully detached from the pushwire. The detach element was in good shape and the detachment ball was found to be within specification. The implant coil was found to be damaged and stretched on its proximal end with a broken polypropylene filament. Based on the device analysis findings and on the event description, the report of pre-mature detachment was confirmed. However, the cause for the event could not be determined. The cause for the damages could not be determined. It is possible that the pushwire became damaged during return for evaluation as the bends in the pushwire were not reported by the customer. Per the instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.